Manufacturer narrative:
The devices were not returned, therefore product testing on the devices could not be performed. Device identifiers were not provided; therefore, the device history records and complaint history records for this device lot number could not be reviewed. A review of the device labeling was completed. Stent obstruction is identified in the labeling as a known inherent risk of trabecular micro-bypass stent procedure. The IFU adequately provides instructions for stent implantation, precautions, and warnings for the proper use and handling of the device. Any omitted information was not available at the time of this report. (B)(4). Qianqian wang and paul harasymowycz, ¿short-term intraocular pressure elevations after combined phacoemulsification and implantation of two trabecular micro-bypass stents: prednisolone versus loteprednol,¿ journal of ophthalmology, vol. 2015, article ID 341450, 5 pages, 2015. Https://doi.org/10.1155/2015/341450.

Event description:
It was reported through a retrospective cohort study, ¿short-term intraocular pressure elevations after combined phacoemulsification and implantation of two trabecular micro-bypass stents: prednisolone versus loteprednol". Occasionally, stent obstruction by iris was seen in both groups, but did not lead to iop increase and no subsequent intervention was therefore required. This was a retrospective analysis of data collected from the medical records of patients who underwent phaco-istent to compare the effects of prednisolone and of loteprednol postoperatively. Similar early transient iop elevations occurred after combined phaco-istent with both prednisolone and loteprednol.